Event description:
Patient reported "black and blue under breast", "possible rupture, unknown side", and an exchange of textured devices due to patient's concern with product. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "black and blue under breast, unknown side", "possible rupture, unknown side", and a bilateral exchange of textured devices due to patient's concern with product.

Event description:
Patient reported "black and blue under breast", "possible rupture, unknown side", and an exchange of textured devices due to patient's concern with product. This record is for the right side. Device remains implanted.